Event description:
A report was received that following revision procedure the patient developed an infection at the pocket site. It was also noted that the incision site had a small opening. It was unknown what caused the infection. The patient had a wound vacuum, pico drain placed and intravenous antibiotics.

Event description:
A report was received that following revision procedure the patient developed an infection at the pocket site. It was also noted that the incision site had a small opening. It was unknown what caused the infection. The patient was placed on antibiotics intravenously.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model#: sc-2208-50 serial #: (B)(4) description: st linear lead 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental medwatch will be field.

Event description:
A report was received that following revision procedure the patient developed an infection at the pocket site. It was also noted that the incision site had a small opening. It was unknown what caused the infection. The patient was placed on antibiotics intravenously.